Event description:
Md had difficulty passing mediport dilator with sheath, when he removed it, found dilator had fractured into 3 pieces. All 3 pieces were removed from pt but one of the 3 was found to have a tiny piece missing at its tip. This piece couldn't be located by fluoroscopy or radiographic study. It may be in the pt. Pt is asymptomatic.